Manufacturer narrative:
Correction to suspect medical device and 510k provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the hydraulic lines contained air, directly causing the reported movement issue. Extra pressure was applied, bleeding the air from the lines. Removing the air from the hydraulic lines resolved the issue. No parts were replaced on the system.

Event description:
A medtronic representative reported that the imaging system could not be raised, or moved upward. This was discovered apart from any patient involvement. No additional details were provided.